Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'no sound/not alarming' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound/ not alarming. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.